Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received higher sensor scan results compared to readings obtained on the built-in reader and experienced symptoms described as dizziness and "limp". Customer self-treated with apple juice and glucose and had contact with an hcp who performed tests and provided intravenous glucose for a reported diagnosis of hyperglycemia. The reported treatment is inconsistent with the reported diagnosis. There was no report of death or permanent impairment associated with this event. A sensor scan result of 167 mg/dl was compared to a reading of 67 mg/dl and when plotted on a parkes error grid, the results fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received higher sensor scan results compared to readings obtained on the built-in reader and experienced symptoms described as dizziness and "limp". Customer self-treated with apple juice and glucose and had contact with an hcp who performed tests and provided intravenous glucose for a reported diagnosis of hyperglycemia. The reported treatment is inconsistent with the reported diagnosis. There was no report of death or permanent impairment associated with this event. A sensor scan result of 167 mg/dl was compared to a reading of 67 mg/dl and when plotted on a parkes error grid, the results fell into the "c" zone showing the difference in values to be clinically significant.